Event description:
Customer reported that while pipetting the antibody screen assay using ortho summit no sample was added on row 2 for several plates. No alarm or error message was generated on the summit. A field service engineer was dispatched but could not reproduce the problem. The engineer cleaned the instrument and replaced the tip clamps, pole cables and lld springs. In addition, diagnostics checks were performed to verify that the instrument was operating properly. No death or serious injury was assoicated with this incident.